Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported an incomplete flap during a laser assisted flap creation procedure. The flap could not be opened properly due to tissue bridges. After manipulation with a sharp lance, the flap has been opened. The surgery was completed. Upon follow up, patient is reported to be doing well. No patient harm was noted.

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, a big tissue bridge was noted in the upper nasal part in the interface. During lasering, no abnormalities were reported. Tissue bridge has to be cut with a diamond in the end.

Manufacturer narrative:
A number of clinical factors could contribute to the reported event of incomplete flaps. Factors such as patient movement, patient anatomy, surgical technique and system setting all could have contributed to the reported event. Details regarding the patient¿s ocular history were not provided, not was information regarding the surgical conditions at the time of the reported event. Technical services were performed on the system as a preventative measure. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Based on assessment, the product met specifications at the time of release. (B)(4).

Manufacturer narrative:
(B)(4).